Manufacturer narrative:
Additional information was received that there were no patient involved and the reason for returned was that the lead broke and was bent.

Event description:
A report was received that a products were returned for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm).

Event description:
A report was received that a products were returned for unknown reason.